Event description:
Baby's catheter was leaking at the hub area. This baby was requiring a lot of fluids through the catheter. As a result of the leak, baby was not getting the fluids that he needed. Catheter was fixed by cutting the hub and inserting another catheter connected to a three way stopcock.